Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer retractor band cable was faulty. A field service engineer upon arrival drawer was not detected on bus, removed drawer and replaced retractor band cable, reseated all other cables on controller boards, installed drawer all the pockets were seen. Tested in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 4 hc-hcic-1 drawer 2 experienced a complete failure and displayed the error device not detected on bus. As a result of the failure, the customer was unable to access any medications stored on the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.